Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found all four brake casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four brake casters to resolve the issue. Based on this bed, no further action is required.